Event description:
It was reported that there was an issue with the monopolar curves scissors tip cover accessory. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found the tip cover was found to have tearing at the mouth where the scissor tips exit 37.75 mm from the proximal end where the instrument inserts from. Tears are axially aligned with the tip cover and measure from 4.38mm in length. There are no signs of thermal damage present at the end of any tears. The complaint regarding an issue was confirmed by failure analysis. Common causes of damage to tip covers is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears.